Event description:
It was reported that this right atrial (ra) lead is part of a system suspected to be affected by an infection. The patient noticed a swelling in the pocket with no other symptoms. A pet scan was performed and the infection was determined to be growing slowly. At this point the patient will be continue to be monitored. The device remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).